Event description:
A surgeon reported increased intraocular pressure (iop) following cataract surgery. Increased iop resolved by the fourth post operative day. Iop data (dates unknown): post operative 1 day: 60 mmhg, post operative 2 day: 60 mmhg, post operative 3 day: 40 mmhg, and post operative 4 day: 12 mmhg.